Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe with bd precisionglide¿ needle was found leaking " while drawing up vaccine." It was found to be leaking past the stopper. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a single loose assembled 3ml syringe was received, reported to be from batch # 8010879 (p/n 309575). The sample was visually evaluated. The syringe was found to have dried white fluid residue located at stopper, between stopper ribs, and throughout the plunger rod. The plunger rod was loose and short shot of plunger crown was observed. Product defect of leakage could be confirmed based on sample evaluation. DHR review for batch # 8010879 (p/n 309575) manufacturing data: 01/23/2018 ¿ 01/23/2018. Batch quantity was (B)(4). Assembly record was reviewed as part of this DHR review. All visual inspections were performed as per requirement with quality issue regarding short shot but not related to the complaint defect. (B)(4) were scrap and leakage test was passed. Batch 8010879 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is the short shot of plunger crown that likely resulted in loose stopper and insufficient seal formed leading to leakage past stopper. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.